Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy (with complications)'), puerperal infection ('maternal infection post delivery') and premature delivery ('premature delivery') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included morbid obesity, multigravida and parity 4 (on (B)(6) 1998,(B)(6) 2000,(B)(6) 2002 and (B)(6) 2004.) In (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), puerperal infection (seriousness criteria hospitalization and medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), premature delivery (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding ( menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type"), psychological trauma ("psychological or psychiatric problems condition"), skin disorder ("rashes or skin conditions type"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and rash ("rashes or skin conditions type") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with she spent a week in the hospital to treat infection. And surgery (essure removal and essure removal.). Essure (ess205) was removed on (B)(6) 2004. At the time of the report, the pelvic pain, pregnancy with contraceptive device, puerperal infection, vaginal haemorrhage, premature delivery, menorrhagia, urinary tract infection, vaginal infection, psychological trauma, skin disorder, vaginal discharge and fatigue outcome was unknown and the abdominal pain and abdominal pain lower had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, cystitis, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery, psychological trauma, puerperal infection, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: this case is linked to the child case (B)(4) with daughter almost lost pregnancy. Delivered 2 months early and daughter spent almost 2 months in nicu. Miscarriage did not occur. Discrepancy noted on date of insertion . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. New events added- pregnancy (with complications), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), psychological or psychiatric problems condition, rashes orskin conditions type, pain, vaginal discharge, failure to occlude (close) fallopian tube(s), fatigue, abdominal pain/ cramping and she did not undergo an essure confirmation test were added. Patient demographic details ,essure indication , essure start date, essure stop date added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.